Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer pulled the device from service and tried a new uim/cable on the same device and it works as expected. The customer was given an estimate for the uim and hssc cable but has not yet tried replacing the cable. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator uim (user interface module) will intermittently power on with a white screen, all leds lit, and will not get beyond that. The customer confirmed that there is no patient associated with this reported event.